Event description:
Removal of infusaport due to catheter tear at level of clavicle/rib. Report reveals "port catheter at its insertion site with the subclavian appears to be fractured near its insertion site with contrast material filling the subclavian vein near its insertion site. No contrast is seen flowing out the tip of the catheter."